Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. Beginning about 1.5 months prior to the report if the patient turns the stimulation up so they can feel it in their hips they feel a surge that goes from the bottom of their spine to the top of their spine. The patient noted falling twice this month; once on their right and once on their left. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.